Manufacturer narrative:
The lot was manufactured from july 30, 2020 - july 31, 2020. The device was received for evaluation containing approximately 94ml of fluid in the bladder. Visual inspection was performed using the naked eye which observed the absence of fluid coming out at the distal end of flow restrictor. Additional inspection was performed to the flow restrictor which revealed the cause of the flow problem was due to air bubbles blocking the fluid path inside the capillary glass. The potential cause of air bubbles may probably be due to filling technique during product use (filling step). The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor delivery stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.